Event description:
The customer advised that while traveling in the neighborhood, a tire exploded. This event caused customer to fall from unit and hit their head. Customer eventually went to the doctor who diagnosed customer as having had a stroke. Co is awaiting medical documentation supporting this claim.